Event description:
A reliant stent graft balloon catheter was inserted into the pt for treatment to perform stent graft expansion. The pt had moderately calcified, small and vessels. Prior to insertion of the reliant catheter, an aneurx bifurcated stent graft and four components were implanted. After implantation of the fourth stent graft, the reliant balloon catheter was inserted and inflated and may have caused the rupture of the right internal iliac artery. The right internal iliac artery perforation was successfully repaired with a 14 mm x 8.5 cm iliac limb (2953200-2005-01161) stent graft, which was the sixth graft placed in the pt. While the physician was removing the iliac limb stent graft delivery system he encountered some resistance and the tip of the delivery system got caught on a previously deployed 13 mm x 11.5 cm iliac limb stent graft. The physician attempted to continue to remove the delivery system; resulting in disjoining the 13 mm x 11.5 cm iliac limb stent graft from the bifurcated stent graft. The physician then performed a cut down and surgically removed the 13 mm x 11.5 cm iliac limb stent graft while repairing the artery surgically. The pt was reported to be stable at the completion of the procedure. The device has not been returned to medtronic.